Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the majority of the crimped stent; bar the most proximal 3 rows of stent struts were damaged, distorted and stretched distally out over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23apr2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 32x2.75 promus premier¿ stent was advanced to the acute angle of the lesion but failed to cross. The device was removed from the patient and the procedure was completed with a another promus premier¿ stent . No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.